Event description:
It was reported that the patient with this inflatable penile prosthesis experienced distal pain and discomfort when the device was inflated because, during the original surgery, the cylinders were implanted in a smaller size and malpositioned. It was also noted that the reservoir had herniated from the space of retzius into the groin. It was suspected that the reservoir migrated due to an original malposition od the device. All components were removed and replaced. There were no additional patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced penile pain and discomfort when the device was inflated because, during the original surgery, the cylinders were implanted in a smaller size and malpositioned. It was also noted that the reservoir had herniated from the space of retzius into the groin. It was suspected that the reservoir migrated due to an original malposition of the device. All components were removed and replaced. There were no additional patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The reservoir was visually inspected and leak tested. No damage or abnormality was noted, no leaks were identified in the reservoir. Both cylinders were visually inspected, and leak tested. No damage or abnormality was noted, no leaks were identified in the cylinders. The reported patient symptoms of pain and discomfort are a known risk associated with implant of these device as indicated in the instructions for use (IFU). The reason for discomfort, pain, malposition of device, and cylinder too short was most likely determined to be inadvertent/unintentional interaction of the product from the cylinder sizing issue; therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use.